Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient notifier was triggered. Upon interrogation it was noted that the notifier was delivered for out of range high voltage lead impedance. The right ventricular lead exhibited high impedance. The patient was asymptomatic. No other electrical anomalies were noted. Programming changes were made.